Event description:
Ous MDR - pta of va fistula. Circumferential rupture of the balloon at a pressure of 15.5 bar. Distal end of the balloon detached. Unable to recover despite cut down. Markers and proximal end of balloon retrieved separately. Remedial action taken by the physician was surgical access to remove the remnants of the balloon.